Event description:
I have permanent neurological eye flashing in both eyes from a heart MRI at (B)(6) hospital, (B)(6). My ophthalmologist, a retina specialist, and a phone consult at (B)(6) eye clinic agree the eye flashing is neurological caused by the MRI and is not a detached retina. I reported this event 2 yrs ago when it occurred but at the time I did not know it was neurological and permanent. Others have reported this same effect to retina dr and to MRI websites. If you find out more about this effect I would like to know. Thank you.